Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead exhibited a failure to capture and was sensing atrial activity. X-ray confirmed the lead had dislodged and migrated into the atrium. The left ventricular lead was explanted and replaced. The patient was in stable condition.